Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg revision and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.